Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Addition information was obtained that revealed the patient is not deceased. The patient had the device (B)(4) removed due to elective replacement indicator. A new device (B)(4) was successfully implanted. It was reported that the patient's underlying rhythm is around 35 beats per minute, the ipg tripped eri and the patient presented to the clinic in a paced rhythm. The patient had no symptoms and complications as a result of this event. Evaluation summary: (B)(4): the device was analyzed and found to have normal battery depletion. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the implantable pulse generator reached elective replacement indicator. It was also reported that the patient died and "there was a-fib (atrial fibrillation) with slow vent (ventricular) ecape (sic) rhythm less than 35bpm (beats per minute)". Causeof death, date of death, and circumstances surrounding the death have been requested and not received.

Event description:
It was reported that the implantable pulse generator reached elective replacement indicator. It was also reported that the patient died and "there was a-fib (atrial fibrillation) with slow vent (ventricular) ecape (sic) rhythm less than 35bpm (beats per minute)". Cause of death, date of death, and circumstances surrounding the death have been requested and not received.